Manufacturer narrative:
Block e1: initial reporter's facility namer is (B)(6) hospital; reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the biliary tract to treat a bile duct stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the stent was noted to be dislodged, and the tip punctured the intestinal tract, which caused perforation. The perforation was addressed by clip closure. The stent was difficult to remove but was eventually removed after several attempts using body forceps. Another of the same device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.